Manufacturer narrative:
The reported field event of patient going to vf due to device was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
(B)(4). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a generator change due to normal battery depletion. During the procedure, the physician used a bovie tool on the pacemaker and the patient went into ventricular fibrillation (vf). The physician was unsure if the device polarity switched or if the device caused the vf episode, but the physician suspected the current from the bovie tool could be the reason the patient went into vf. The vf was terminated with an external shock. The device was replaced. The patient was in stable condition.